Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 260 mg/dl while the ilet was powered off for battery charging and a supply change; the user also consumed a 10 g carbohydrate protein drink without announcing a meal. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms, no medical intervention, and self-monitoring with instructions to call back if glucose did not trend down. Investigation included product support with troubleshooting and education on safe charging practices, including charging while showering and charging while the device is in use. Investigation of this case revealed no device malfunction or alarm activity and suggested the elevated glucose was likely related to pump downtime and unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.